Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists infection and purulent discharge as a potential adverse events associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that following an inflatable penile prosthesis (ipp) revision the patient had pus coming out of the scrotum. The drainage started approximately three weeks after the revision and after notifying the physician, the patient was provided with an antibiotic treatment. The draining worsened leading to hospitalization. The physician recommended the existing device should be removed and replaced with a malleable device. However, the patient was not satisfied with the current urologist and was transferring to a different surgeon. No additional information was provided.

Event description:
It was reported that following an inflatable penile prosthesis (ipp) revision the patient had pus coming out of the scrotum. The drainage started approximately three weeks after the revision and after notifying the physician, the patient was provided with an antibiotic treatment. The draining worsened leading to hospitalization. The physician recommended the existing device should be removed and replaced with a malleable device. However, the patient was not satisfied with the current urologist and was transferring to a different surgeon. No additional information was provided.